Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically observed reversion to safety mode.

Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, the device displayed a code 1003 indicative of voltage too low for projected remaining capacity. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, the device displayed a code 1003 indicative of voltage too low for projected remaining capacity. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.